Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: reviewing attached video, the complaint description can be not confirmed. The video shown a functional instrument. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown nails: expert tibial/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the 5th of november during a surgery, the instrument to remove a nail with did not work as expected. In practice, the nail removal instrument had been practically unthreaded and the question was whether we checked the instruments before surgery. The surgery was unsuccessful because it was a mere removal instrumentation and no other depreciation option was available. Therefore the surgery had to be stop. The instrument item 03.010.00011008800 lk, module stqetsnn-4, did not work during surgery. Concomitant device reported: unk - nail: expert tibial (part # unknown; lot # unknown; quantity 1). This complaint involves one (1) device. This report is for one (1) unk - nails: expert tibial. This report is 2 of 2 for (B)(4).